Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.(B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a longer lens due to the patient reporting low vault. The problem was resolved. As of the date of MDR reporting, the lens has not been returned for evaluation.

Manufacturer narrative:
The reporter stated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18 diopter, in the patient's left eye (os) on (B)(6) 2016. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens optic torn. Conclusion: patient is above the age of 45 and per dfu for this model, this lens model is contradicted for the patients above the age of 45 years. (B)(4).